Event description:
The customer reported a "speaker malfunction" inop ; it was confirmed that the speaker was not producing sound. The device was not in clinical use at the time of the event. No report of patient or user harm.